Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dermoid cyst ("cysts/other injury(ies) or complications please describe: dermoid cyst removal at time of hysterectomy") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "coil stuck in right fallopian tube: reinserted". The patient's medical history included morbid obesity, diabetes, epilepsy, schizophrenia, asthma, blood pressure high and thyroid disorder. Concurrent conditions included asthma, bipolar disorder, hypertension and hypothyroidism. Concomitant products included brexpiprazole (rexulti) since 2018, codeine phosphate; paracetamol (tylenol with codeine no.3) since 2016, gabapentin since 2014, hydrocodone bitartrate; paracetamol (norco) since 2006, lamotrigine (lamictal) since 2018, levothyroxine since 2010, losartan potassium since 2014, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera), metformin since 2003, montelukast sodium (singulair) since 2014 and norethisterone (mini-pill). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2011, the patient experienced abdominal pain lower ("both sides of lower abdomen"). On (B)(6) 2012, the patient experienced dermoid cyst (seriousness criterion medically significant), 3 years 3 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), autoimmune thyroiditis (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (undergo a hysterectomy (full) with unilateral salpingo-oophorectomy on (B)(6) and removal. At the time of the report, the pelvic pain, dysmenorrhoea, depression and anxiety had not resolved, the menorrhagia and vaginal haemorrhage had resolved and the dermoid cyst, autoimmune thyroiditis, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune thyroiditis, depression, dermoid cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.6 kg/sqm. Biopsy endometrium: on an unknown date: negative. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Ultrasound scan: on an unknown date: lightly enlarged uterus with normal thickness endometrium and a possible left dermoid cyst. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet and medical records received. New reporters added. Events added from pfs- abnormal bleeding (vaginal), autoimmune disorder type of disorder: hashimoto's disease, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, both sides of lower abdomen,coil stuck in right fallopian tube: reinserted. Outcome of event menorrhagia were updated. Onset date of event were updated. Medical history, concomitant drug, lab data added. Event cyst updated to other injury(ies) or complications please describe: dermoid cyst. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia,"), cyst ("cysts"), dysmenorrhoea ("dysmenorrhea,"), depression ("depressed") and anxiety ("anxious"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure was removed in 2012. At the time of the report, the pelvic pain, menorrhagia, cyst, dysmenorrhoea, depression and anxiety had not resolved. The reporter considered anxiety, cyst, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results: hsg test done. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.